Event description:
It was reported this patient fell on his right hip in (B)(6) 2010 and sustained an avulsion fracture of the greater trochanter which was established as a non-union fracture as of (B)(6) 2011. Following the revision surgery performed on (B)(6) 2012, the patient required hospital readmission for emergency treatment, as he had reportedly developed a deep tissue infection and sepsis. It was reported that patient required resuscitation was required during this hospital readmission.

Event description:
It was reported that revision surgery was performed.